Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line message which was verified through a review of the event history log and found to be caused by the ultrasonic sensor values which were out of specification. The ultrasonic sensor was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line message. There was no patient involvement. No additional information is available.